Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fph in (B)(4), and was visually inspected. Results: visual inspection revealed that the patient end cuff of the inspiratory limb was split near the parting line. The patient end connector was returned separated from the inspiratory limb. Conclusion: further investigation was conducted and it was determined that the splitting was due to a manufacturing related issue. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.'

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the patient end cuff of the inspiratory limb of an rt265 infant dual heated evaqua2 breathing circuit was found cracked. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The complaint rt265 infant dual heated evaqua2 breathing circuit has only recently been returned to fisher & paykel healthcare in (B)(4). It is currently being investigated to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our investigation. : investigation on-going.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the patient end cuff of the inspiratory limb of an rt265 infant dual heated evaqua2 breathing circuit was found cracked. This was observed before use on a patient.